Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8012903, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tip. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample the engineer could not identify a definitive root cause for this defect. This defect could occur during the catheter placement process or later during production. The manufacturing facility has been notified of this incident and the findings. CAPA 1381455 was opened to correct this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use it was discovered that the catheter tip was damaged with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: at the time of opening the catheter, I observed that the plastiquite point (cateter) that covered the needle was irregular, was broken and discovered the needle point.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the catheter tip was damaged with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of opening the catheter, I observed that the plastiquite point (cateter) that covered the needle was irregular, was broken and discovered the needle point.